Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and needing end of therapy assistance during initial drain. The home patient (hp) requested assistance to end therapy due to the hp connecting to the patient line with air bubbles in it. The technical services representative (tsr) assisted as requested. There was patient involvement. No patient injury or medical intervention was reported. Product surveillance contacted the hp on (B)(6) 2011 regarding the air in the patient line. Per the hp, the supplies were discarded and the lot number was given. The hp did not notice the air in the line prior to connection. The writer advised the hp to check the line for air prior to connection. The hp stated he started over with new supplies and resumed therapy. The hp did not contact his pd rn. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a air in tubing (without alarm) was not confirmed due to unavailable sample. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.